Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during use.

Manufacturer narrative:
The reported event was confirmed. Received only catheter with balloon slightly inflated with 1.5ml for evaluation. The exterior of the returned catheter was inspected. No pinch or blockage observed. The catheter was dissected and observed collapse lumen under the inflation eye causing the non-deflation. How and when event occurred could not be determined. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use]. 1. Method of use. The device is intended for single use only and is not reusable. 2. Precautions for use. 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. [Precautions]. 1. Precautions for use (exercise caution when using the device in the following patients). 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions. 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿.". Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate during use. Per additional information from the ibc via email 27apr2020; the catheter would only partially deflate and the catheter was removed with the balloon partly inflated.